Manufacturer narrative:
Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting that they were receiving an error 4 message when inserting a strip into their freestyle meter. The meter has been returned and, through the course of investigation, has been discovered to have suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.